Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12 atm for 20 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure. Device will not be returned for analysis.